Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-05242 / 05243 and 05556 / 05557).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient allegations of loosening, migration, metallosis, pain, tissue reaction, damage to bone/tissue and lack of mobility. Subsequently, patient underwent a revision procedure on (B)(6) 2009. A review of the invoice history confirmed the surgery dates and indicates that the modular head, taper adapter and acetabular cup were removed and replaced with biomet components. Additional information received in patient medical records indicates patient underwent left total hip arthroplasty on (B)(6) 2010. There has been no reported revision of left hip. Additional information received in patient medical records indicates that right hip revision procedure performed on (B)(6) 2009 noted clear fluid. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.